Event description:
Underdelivery reported. The pump was in use delivering an unspecified epidural analgesic at a continuous rate of 8 ml/hr. The nurse reported that several alarms indicating "low reserve volume" had sounded. When the nurse went to change the IV container, it was still almost full. The pt experienced some "stiff muscles" but was reported to be without pain all day. No adverse effects reported. The device was switched out and pain therapy continued.